Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a loss or change of therapy. The patient was having problems and wanted to adjust stimulation but was unsure how to use the patient programmer. The patient had a return of symptoms for over a year and was getting up 9-10 times at night and going a lot during the day. The patient had not done anything with the patient programmer. The patient did not feel stimulation and the therapy was on. The patient was on p4 at 3.3v and stimulation was increased to 4.7v and the patient was feeling little sensation. It was reported the patient fell in (B)(6) 2016 that could be related to this issue. It was recommended that the patient monitor their symptoms and follow up with their healthcare provider (hcp) if the patient was not getting relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.